Event description:
Patient revised to address loose cup. (B)(6) 2011 - medical records were received. The revision operative report indicates this was left hip revision, not a right hip as reported by the sales rep. (B)(6) 2011 - litigation papers received. They allege that patient had excessive levels of cobalt and chromium in his blood. Complaint was reopened to add femoral head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.